Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump off alarms were observed while utilizing batteries and ungrounded power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2018 at 10:46:52; (B)(6)2018 at 11:24:45 and 11:25:05; and on (B)(6)2018 at 12:47:48. These issues appear to be occurring on both power module and on batteries. On (B)(6)2018, it was reported that the patient underwent a pump exchange. No additional information was provided.